Event description:
The complainant reported the foley catheter was placed in the patient undergoing uterosalpingography and two cubic centimeters water was infused in the retention balloon. The complainant states being unable to deflate the retention balloon when discontinuing the foley. The complainant further reports the retention balloon had "no water deflated" after it was removed from the patient. Additionally, it was reported there was "no health hazard" to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.